Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump clock reset was confirmed via the submitted log files. The submitted log files were reviewed and contained data from (B)(6) 2025 to (B)(6) 2026, (B)(6) 2000 to (B)(6) 2000, and (B)(6) 2026 per timestamp. The controller periodic log file captured a controller clock corrupt alarm due to the controller clock not being set, resulting in the controller clock being reset to a default timestamp. The pump clock was also noted to have reset, indicating that there was a complete loss of power to the system that would have caused the pump to stop. Due to the nature of the controller periodic log file, the cause of the pump clock reset is unknown. The last data captured prior to the controller clock corrupt alarm was on (B)(6) 2026 in the controller periodic log file. The alarm was active until the controller clock was set to (B)(6) 2026. The pump appeared to function as intended at the fixed speed throughout the log file. A root cause for the reported event was not conclusively determined through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU and patient handbook, entitled ¿alarms and troubleshooting¿, provide instruction on all system controller alarms and the proper actions to take. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an electric shock at home from a faulty light switch. It appeared that the date and time on the system controller was reset to (B)(6) 2000 00:00. Log files were downloaded for analysis. The date and time had been set. The patient was reported to be stable and the pump was working as expected with no pump related issues. Further investigation of the log files revealed that the left ventricular assist device clock was reset indicating a pump stop.